Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the pump volume was too low. Customer's blood glucose level was not reportedly adversely impacted. Customer declined a follow up with tandem technical support. No further information was obtained.